Manufacturer narrative:
The pump passed self test. All buttons function properly. Pump was cut open to perform visual inspection and found no physical or moisture damage to the pcba 1, pcba 2, motor home switch and force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on 06/10/2024 21:49:57.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay, broken belt clip rails, pillowing keypad overlay, keypad overlay texture damage and serial number label missing. Stuck button error alarm did not occur during testing, however, a stuck button alarm was found in the history file. Stuck button error alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump buttons are not responding. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The customer reported no adverse event. The event involved product(s) mmt-1782k. The customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. The pump has not been exposed to altitude change. Time does advance when the display was observed. No harm requiring medical intervention was reported. Mmt-1782k was requested and the customer response was the device will be returned.